Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead dislodged. The lead was capped and replaced. No patient symptoms were reported.

Event description:
It was reported that the atrial lead exhibited high threshold. It was noted the lead dislodged. The lead was capped and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).